Event description:
The alleged malfunction was the r115 sling was fraying and ripping at the seams for the straps.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.